Event description:
It was reported that after the patient's device was replaced, the patient was receiving good stimulation and good therapy. Please refer to MFR. Report no. 6000032-2013-00059 regarding patient's previous device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3888-28, lot# j0225319v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported that there were high impedances and a loss of stimulation following an implantable neurostimulator (ins) replacement surgery. It was stated that the impedance readings were greater than 40,000 ohms measured at three volts, and it was affecting the case pairs only. It was also stated that all unipolar combinations were greater than 40,000. The following bipolar impedances were reported: '01 =1400, 02=2300, 03=3300, 12=1400, 13=1300, 23=2300' (the caller rounded the numbers). The caller stated he saw 'greater than >4,000 impedances on previous ins, however, caller then reported patient lost therapy approximately three weeks prior to report. Additional information has been requested, and if received, a supplemental report will be filed.